Manufacturer narrative:
Additional information provided in h6 and h10. No serial number was provided; therefore, a device history record (DHR) review could not be performed. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Lot/serial number not provided.

Event description:
It was reported that the tube was leaking onto the pump. No patient injury was reported.